Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 2nd complaint for lot # 9212459 for this type of defect or symptom. Previous complaint 1531276. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: no root cause can¿t be determined as no samples or photos were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle leaked at the needle connection during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported syringe was leaking where the syringe and needle tip connect."